Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-16. It was reported that the pump restarted as appropriate. It was stated that there was no issue and that it restarted after the procedure of the fill up. It was indicated that patient symptoms experienced related to the issue were ¿n/a¿ no complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-22. It was reported that the patient¿s current managing hcp had no knowledge of the event. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for failed back syndrome ¿ other. It was reported on (B)(6) 2017 that there was an instance in march 2017 where the pump didn¿t restart after an update. The consumer was not aware of any issues the healthcare professional (hcp) had with telemetry. It was noted that the patient went back to the hcp¿s office in march and the pump was updated. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.